Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had jammed, and it was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had jammed, and it was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 left slide bracket was damaged. A field service engineer found with main half height drawer 4.2 intermittently failing to open. Inspection revealed the left bracket slide was broken at the mounting screw points. The left bracket slide was temporarily swapped from bottom full height drawer 6, restoring normal opening and closing of drawer 4.2. Drawer 6 was also tested and functioned without issue. The station was returned to service, with a replacement left bracket slide (c channel rail, part 135530 02) ordered. Upon return, the broken left c channel rail on drawer 4.2 was removed and replaced. The drawer was tested for opening, closing, and inventory access, and the customer confirmed proper operation with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had jammed, and it was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.